Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the bending section rubber glue was peeled. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the endoscope device channels (all channels) tested with the following: sampling points: results with target level of <1 cfu/ device with action level of greater than 1> cfu/device noted below: absence of indicator germs. 4 cfu/device-sample taken (B)(6) 2022. 5 cfu/device ¿sample taken (B)(6) 2022. 11 cfu/device- sample taken (B)(6) 2022. 3 cfu/device- sample taken (B)(6) 2022. Internal method- high level disinfection manual straw treatment sterile water quality. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Cleaning, disinfection, and sterilization (cds) below are information on customers cds checklist: paa_cds machine etd 4. Aer/ewd reprocessor: tested. Model name: etd4. Detergent name: endodet. Disinfectant name: endodis. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels. Detergent used : wipanios. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port,balloon channel, distal end areas around elevator. Brush model: olympus bw-411b; mediscrub manual disinfection performed. Disinfectant used: anioxyde 1000. Detergent used: salvanios. Scope storage: horizontally placed, (in a sterile field). Scope maintenance : new device. The olympus repair center report (device evaluation in repair center) not available at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Brand new scope. As reported, after a microbiological control on this brand new medical device at the reception before any use, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation. Scope not used on patient yet. There is no patient involvement on this reported event. No user injury reported.